Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, it is very hard and does not allow for full inflation, it was also reported that the patient has pain from the amount of pressure required and bleeding in the scrotum due to the pumping. The ipp is currently implanted. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, it is very hard and does not allow for full inflation, it was also reported that the patient has pain from the amount of pressure required and bleeding in the scrotum due to the pumping. The ipp is currently implanted. There is no additional information reported.